Event description:
It was reported that this left ventricular (lv) lead was implanted with within range measurements, however, during the post operation check, there was loss of capture (loc) only in one configuration at max output. Another check was done the following morning revealed that there was no capture at all. A chest x-ray was performed, and it was revealed the lead had dislodged. The lead was explanted and replaced with a left bundle branch lead. No additional adverse patient effects were reported. The lead is not expected to be returned.